Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding a patient who was receiving dilaudid (8.0 mg/ml, 7 mg/day) and bupivacaine (4.2 mg/ml, 3.65 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the individual who comes and fills the patient's pump at her house noticed discrepancies of approximately 2cc between the pump reservoir amount and amount expected on the 8840, at her last refill on (B)(6) 2018. The patient had pain in the right leg since "monday," as well as left leg burning, stomach groin and thigh pain. The patient's pump pocket felt ¿burning¿ and the pump was ¿flopping around.¿ there were no known environmental, external or patient factors that may have led or contributed to the issue. The hcp (healthcare professional) was able to aspirate an adequate amount of csf (cerebrospinal fluid) from the cap (catheter access port). He then performed a dye study which showed good flow of dye through the catheter and into the intrathecal space. He felt the catheter was patent. Another hcp had discussed moving the pump pocket to a new location if the pump placement continued to be a concern for the patient. The patient's status was "alive - no injury" and it was unknown whether the issue was resolved at the time of this report. The hcp felt the pump/catheter appeared patent/intact. Nothing in the logs showed motor stall, etc. The hcp felt the pain was due to additional nerve issues and dosing should be adjusted to help the patient with this pain. He increased her dosing on the day of the dye study. Surgical intervention neither occurred nor was planned. The patient¿s medical history included back and leg pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and patient via manufacturer representative. It was reported that the additional nerve issues referred to "nerve entrapment." No further complications were reported.